Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the reported lot number was valid. Pharmacovigilance comment: the serious event of rash generalised was considered unexpected and possibly related to the treatment. Serious criteria included the need for medical intervention to prevent permanent damage. The rash was considered unexpected due to the generalized presentation and chronic duration. The non-serious, expected events of rash, swelling, erythema and vesicles at the implant site, skin burning sensation and urticaria, and the non-serious, unexpected event of palatal swelling were considered possibly related to the treatment. The serious event of ventricular extrasystoles and the non-serious event of weight increased were considered unexpected and unrelated to the treatment. Serious criteria for the cardiac arrhythmia included important medical event. Alternative etiologies for the skin and oral events include food allergies. Alternative etiologies for the cardiac event and weight gain include anxiety and prolonged steroid use, respectively. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-mar-2019 by a (B)(6)-year-old female patient, which refers to herself. This case narrative also contain follow up information obtained from the injecting hcp on 12-mar-2019. The patient medical history included hair loss, pre cancerous basal cell and possible food/tomatoes allergies. Concomitant treatments included vitamin b12 and multivitamin. The patient had previously received treatment with voluma in 2018 and dysport on an unknown date. On (B)(6) 2018, the patient received treatment with 1ml (0.5ml on each side) restylane-l (lot 16072) to cheek and tear trough with unknown needle and injection technique. Concomitantly on the same date, the patient received treatment with 45u of dysport to glabellar area. On (B)(6) 2018, five days after the treatment, the patient developed rash(implant site rash) at tear trough and cheek. The patient developed hives (implant site urticaria) at shoulder and scalp. The systemic/generalised rash(rash generalised) moved to neck and shoulder area and further progressed into blisters (implant site vesicles) and chemical burn/burning(skin burning sensation). On the same day, the patient developed swelling (implant site swelling) at face, doubled the size, and the roof of her mouth swelled up(palatal swelling). The patient went to urgent care who prescribed oral prednisone [prednisone]. The patient went to the ER and was given 40 mg of steroids, that she has been on for 3 months. The patient was also given the silver cream [sulfadiazine silver] to treat the chemical burns. The patient followed up with the injecting hcp and they said it was a systematic rash and not from the restylane treatment. The patient followed up at an allergist who didn't find any allergies to anything except maybe tomatoes. According to the patient, she was on so much steroids that she gained weight(weight increased) and started to have cardiac issues/premature ventricular contractions(ventricular extrasystoles). The injecting hcp did give her hylenex [hyaluronidase] in the first week of (B)(6) 2019 but the patient started to experience the rash again. Four days ago at initial reporting, the patient finally came off the steroids. There was still some redness/red spots(implant site erythema) at the injection site. The reporting injector also stated that the patient also received corrective treatment with triamcinolone cream [triamcinolone], benadryl [diphenhydramine hydrochloride] and h2 blocker [cimetidine]. The reporting injector also reported that there was still slight rash, two red spots and swelling under the eyes. Outcome at the time of the report: rash was not recovered/not resolved. Hives was recovered/resolved. Swelling was not recovered/not resolved. Blisters was recovered/resolved. "Chemical burn"/burning was recovered/resolved. Redness/red spots was not recovered/not resolved. Gained weight was unknown. Cardiac issues/premature ventricular contractions was unknown. Systemic/generalised rash was recovered/resolved. Roof of her mouth swelled up was unknown.